Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. It was reported that the delivery system was advanced around cia, but could not be advanced from there. The advancement was stopped and the operation was cancelled. No adverse effects to the patient were reported. No product was returned and no imaging was provided. Therefore, it would be inappropriate to speculate at what may or may not have caused the difficulties encountered when attempting to advance the delivery system. However, it is noted that "there were calcifications and slight tortuosity", which could have been contributing facts. The device history record for the complaint device appears to be complete and correct, with no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to devices approved under p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the right femoral artery was punctured to perform tevar. The physician advanced the delivery system around cia (common iliac artery) but he could not advance the system further from there. He stopped advancing the system and cancelled the operation. Patient outcome: no adverse effects to the patient.